Event description:
Boston scientific crm received information that while this patient's cardiac resynchronization therapy defibrillator (crt-d) was being replaced due to normal battery depletion, the right atrial and right ventricular set screws were found to be stuck. Multiple torque wrenches were used in an attempt to loosen the setscrews. A non-torquing wrench was then utilized, but bent in the process of trying to remove the set screws. A second physician joined the procedure, and was ultimately able to remove the leads from the header once the distal set screws were retracted. The leads were then connected to a new device, which was successfully implanted. No adverse patient effects were reported as a result of these observations.

Manufacturer narrative:
Available information suggests that this explanted device will be returned to boston scientific for analysis. No additional information is available at this time. This event will be updated if any additional information is received. The device was returned 10 months post explant. Upon receipt, the device header was separated from the device case. The rv+ and ra+ seal plugs were missing, and those setscrews were stuck in the retracted position. All other setscrews moved freely. A post-decontamination microscopic visual inspection noted tool marks on the device header, and the rv+ and ra+ retainer rings were bent upward. A review of device memory confirmed that all therapy was available at the time of explant. Analysis concluded that excessive force caused the setscrews to become stuck. As the setscrews were stuck in the retracted position, it is possible that the difficulty removing the leads was not related to a setscrew issue.